Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The event date is unknown. As a result, the 1st day of the year has been entered as the event date under b3. Date of event field. It was mentioned in the event description that probably the issue has occurred in the past. Therefore, a search was conducted in the account files; however, no additional records were found. In addition attempts have been made to obtain clarification. However, no further information has been made available. Therefore, a new reportable product complaint has been created to report that it occurred in the past and will be reported under manufacturer reference number: (B)(4) / manufacturer report number: 2029046-2023-01817. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a bubble was noted in the viewing window which no amount of flushing clears it. Physician observed seemingly a defect in the carto vizigo¿ 8.5f bi-directional guiding sheath - medium viewing window that looks like a bubble. No amount of flushing clears it. Concern is that he cannot properly discern if it is defect or bubble. The physician says he has noticed it all the time. Will look to retain the next one this possible defect is observed on. Picture attached but, uncertain if the possible defect is clear in the picture. The procedure was not delayed due to the reported event. It was unknown if the procedure was successfully completed. There was no patient consequence. Additional information was received. No air introduced into the patient. The physician was confident enough to proceed. The physician performed maneuver to eliminate bubbles as usual flushing and tapping to line with sheath outside body. No medical intervention was required. The physician complains the clear plastic of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium window often has a defect in the plastic that looks like but is not a bubble. The patient did not exhibit any neurological symptoms since the procedure was completed. The bubble noted in the viewing window which no amount of flushing clears it was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a bubble was noted in the viewing window which no amount of flushing clears it. A picture was received for evaluation following biosense webster's procedures. The picture investigation was completed on 26-sep-2023. According to pictures provided by the customer, the photo does not provide sufficient information related to the reported issue by the customer, and therefore no results can be obtained from it. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause cannot be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).